Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspection and x-ray examination of the lead found no anomalies. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood.

Event description:
It was reported that while the lead was being quality tested, the helix took multiple turns to fully extend while exercising it. This occurred with multiple attempts, so the physician requested a new lead. The lead did not touch the patient's body. There were no adverse health consequences, the patient was stable.